Manufacturer narrative:
If implanted/explanted, give date: not applicable as the lens was inserted and removed. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a crack was found at the center after a lens, preloaded insertion system, model pcb00v was implanted. The lens was cut out in half then taken out. Procedure was completed with the back up a lens. The operation was delayed about 30 minutes due to removal and replacement of the lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/22/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The plunger was advanced and locked as product preparation required. There was no assembly issues identified. No damage on the cartridge was observed. There was no viscoelastic residue observed inside the cartridge. The lens was received out of the device and cut in two. Scratches were observed on the lens, which could be associated to the handling process. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. A search of the complaints revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.